Manufacturer narrative:
Updated fields: b4, d9, e1 initial reporter, event site telephone, e2, e3, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service technician fse was dispatched to evaluate the unit. The customer reported that the iabp screen was faulty. After on-site inspection, the screen was found to be faulty, and the problem was suspected. The fse replaced assembly display top lcd to resolve the issue. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, the cardiosave intra-aortic balloon pump (iabp) units cds screen was damage. There was no patient harmed.